Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Information received by medtronic indicated that the insulin pump had a compromised force sensor system alarm while priming. The customer stated the drive support cap was loose. Customer also stated that they noticed it when they prime the insulin pump, that day the customer was over 400 mg/dl. It went up after they noticed that the drive support cap pushed out. Customer was not using the insulin pump system within 48 hours of reported high blood glucose. No harm requiring medical intervention was reported. The insulin pump will not be returned for analysis.